Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the medium-large clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable snapped. The procedure was completed as planned with no reported injury.